Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to be interrogated. The ipg was explanted and replaced as it reached normal elective replacement indicator (eri)/ recommended replacement time (rrt). No patient complications have been reported as a result of this event.